Event description:
A malfunction on the pump was reported by the caller with no notable events occurring beforehand. The impact on the customer's blood glucose level was unknown, as the customer declined to answer if levels exceeded 500 mg/dl. Technical support provided instructions to reset the pump and assisted in the process. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump while instructed to call back if issues reoccurred.